Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it alarmed ext high peak, circuit occlusion and safety valve open after passing extend systems test (est). The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the gas delivery engine (gde) and the exhalation valve in order to resolve the reported issue. The device was tested and was returned to the customer operating to manufacturer specifications.